Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the cines provided clearly show uneven expansion of the stent; however, the reason for the inability to fully expand the stent in all areas is not able to be determined. The investigation was unable to determine a conclusive cause for the reported difficult to deploy and inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, moderately calcified, proximal, left anterior descending (lad) coronary artery using a 3.00 x 38 mm xience xpedition stent delivery system (sds). Following pre-dilatation, the sds was advanced to the lesion and upon inflation of the balloon to 18 atmospheres (atm), it was noticed that the distal end of the balloon did not fully inflate and the distal end of the stent did not fully expand. Following post-dilatation with an unspecified balloon inflated to 24 atm, the distal end of the stent implant was still not fully expanded. The patient was then given medication. No additional information provided.